Event description:
After removing the wrapper noticed a discoloration that of a beginning or ending 'period like' discharge. When rptr called protor & gamble that evening they asked about the name, count which is a box of 18 cts and size super and scented or unscented. Rptr has scented fresh scent. And if there were any others in the house. P&g wanted rptr to send them the unused ones and the used one and return for a coupon to purchase another box.